Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a representative of chu ucl namur asbl (belgium) informed cook that on 26jan2023 the wire guide in a wayne pneumothorax set (rpn: (B)(4); lot #:14359598) was stuck in the catheter. To avoid breakage, the doctor removed the wire guide, obturator and chest drain at the same time and replaced with a new one. There was no difficult advancement, but the wire guide was manipulated while inside the needle. It was reported that the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. Cook received one used catheter and wire guide. The wire guide was stuck inside the catheter and the wire guide had elongated. After removing the wire guide, it was noted that the safety wire was broken 68.7 cm from the proximal end. The outer diameter of the wire guide measured within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the device history records for lot 14359598 and associated sub assembly lot ic14359598 and records no relevant non-conformances. A database search or complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no non-conforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook determined the cause of this event is related to component failure as there is no evidence of manufacturing deficiencies. There were no issues reported with the insertion of the wire guide into the patient. It is possible that the damage occurred during the manipulation through the needle, but cook cannot confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information, it was reported that the event occurred during a thoracic drainage procedure. The wire was manipulated inside the needle during the procedure. No difficult advancement was experienced during the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the wire guide of a wayne pneumothorax set was difficult to remove through the catheter. During the insertion procedure when the physician was removing the wire guide after inserting of the catheter and obturator, the wire guide was blocked from being removed at the tip of the catheter. The wire guide began to stretch. The physician then removed the entire device (wire guide, obturator, and catheter) from the patient to avoid the wire guide from breaking and replaced the device with a new one. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.